Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed that the proximal connector of the cord was completely severed with burn marks along the insulation. An extensive amount of oxidation was found all along the wiring of the cord. The level of oxidation increased the resistance of the wire to a degree that caused a joule heating event that likely resulted in the sparking and severing of the cord. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. There was no evidence to suggest any defect in the design, materials, or workmanship of the device. Although no lot number was available, based on the level of oxidation, the cord was likely used beyond its life expectancy.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be provided.

Event description:
It was reported that the monopolar cable w/lg pin, 10 feet malfunctioned during a procedure. The product started "sparking" and the issue was noticed quickly. A back-up device was readily available to successfully complete the procedure. There was a short surgical delay (a couple of minutes). An additional medical intervention was not required and there was no harm to the patient or staff. In the pre-check preoperatively, the nurse had noted that the cord was without nicks or frayed wires.